Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message when opened. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation with respect to the reported false upstream occlusion alarms, which were not reproduced. The false messages were confirmed through review of the event history log and were found to be caused by low ultrasonic readings with a fluid filled set. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.